Event description:
It was reported that, a few seconds into the prostate hyperplasia procedure using this slimline fiber, the laser fiber broke and hit a person participating in the surgery in the hand and chest. The laser did not stop firing until the physician took their foot off the pedal. The procedure was stopped, and the individual had developed burns on their hand. The procedure was completed with another device.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination identified that the fiber body had broken and was received in two pieces. Microscopic examination revealed that the fiber tip had degraded. There were no abnormal findings with the fiber connector. Based on the information available and analysis results, the fiber break was confirmed; therefore, the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that, a few seconds into the prostate hyperplasia procedure using this slimline fiber, the laser fiber broke and hit a person participating in the surgery in the hand and chest. The laser did not stop firing until the physician took their foot off the pedal. The procedure was stopped, and the individual had developed burns on their hand. The procedure was completed with another device.

Event description:
It was reported that, a few seconds into the prostate hyperplasia procedure using this slimline fiber, the laser fiber broke and hit a person participating in the surgery in the hand and chest. The laser did not stop firing until the physician took their foot off the pedal. The procedure was stopped, and the individual had developed burns on their hand. The procedure was completed with another device.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination identified that the fiber body had broken and was received in two pieces. Microscopic examination revealed that the fiber tip had degraded. There were no abnormal findings with the fiber connector. Based on the information available and analysis results, the fiber break was confirmed; therefore, the conclusion of cause traced to component failure was chosen.